Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was poor sleeve function after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.